Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that one haptic plate was torn and a piece of the other haptic was torn off and missing. There was a clear surgical residue on the lens.

Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens and the lens tore upon insertion. The lens was removed without any pt injury. The rptr stated he inadvertently reused the cartridge, which resulted in the lens tear. This is the second lens the surgeon attempted to implant in this pt (see MFR report #2023826-2009-00152). A new cartridge was used and the third lens was successfully implanted.